Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 150 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that this would happen four to five times sometimes and they would have to turn the sensor off to prevent the insulin pump from suspending. The customer stated that this was a past event and was sent replacement sensors. The sensor in question will not be returned for analysis.